Manufacturer narrative:
(B)(4).

Event description:
It was reported that a catheter revision was performed on the day of the report, (B)(6) 2013. The reason for the catheter revision was not provided. Troubleshooting was performed to review the programming. The previous total dose was 3.975mg/day on flex dosing. The pump currently delivered dilaudid 10mg/ml at 1.00mg/day. It was later reported that the patient experienced lack of therapy. The catheter issue was undetermined; however, the location of the issue was reported to have been at the spinal segment catheter. The spinal segment was replaced. The patient was reported to have been doing well and receiving effective therapy following the revision. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant products: product ID 8598, lot # b005359n37, implanted: (B)(6) 2004, product type catheter; product ID 8596, lot # b005121n65, implanted: (B)(6) 2004, product type catheter. (B)(4).

Event description:
It was later reported that the revision occurred ¿because the catheter was not aspirating¿. During this time the healthcare provider (hcp) reduced the patient¿s dose and the patient felt some withdrawal. 2 weeks post operation the patient was ¿doing beautifully and was completely pain free¿.